Event description:
It was reported that a patient, (B)(6) female, underwent an atrial tachycardia left (l-at) procedure with a smart touch unidirectional catheter and suffered a cardiac arrest, cardiac tamponade and had neurological damage to the brain, which required a pericardiocentesis and 5 minutes of CPR. It was noted that this patient had a medical history of atrial tachycardia and hypertension. It was a short procedure and completed successfully. Only a couple of ablations were performed which were conducted at 30 watts. The rf generator was set to power control mode. The temperature setting was 43 degrees and the flow setting was 30ml/min. Three hours after the procedure, the patient complained of chest pain. An echo reflected a pericardial effusion. The pericardial effusion reflected a venous saturation. It was stated that the diagnostic catheters in the coronary sinus (cs) or right ventricle must have been the problem. The catheters used in the coronary sinus and the right ventricle were the bard epxt (coronary sinus) and the supreme st. Jude (right ventricle) although there were no issues with the initial placement of these catheters. It was unknown if there were any other factors that might have contributed to the event. There were no abnormal signals. The patient¿s act was maintained at 250 ¿ 300¿s. The patient did require intervention. A pericardiocentesis was performed. The patient was reanimated as she had a tamponade. It was an atrial tachycardia. The patient did require extended hospitalization. The physician stated that it was not an issue with the smart touch unidirectional catheter. There were no issues in manipulating this catheter. This event was life threatening. The patient seems to have brain damage after 5 minutes of CPR because of the pericardial effusion. The physician¿s opinion regarding the cause of this adverse event was that it was procedure related. The outcome of the adverse event is that the patient has improved.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history report (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).